Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/22/2016. It was reported that patient underwent transanal excision of an anorectal mass on (B)(6) 2013 due to rectal mass. It was reported that patient underwent robotic lap. Abdominal perineal resection with end colostomy on (B)(6) 2013 due to rectal cancer. No additional information was provided.(B)(4)

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat cystocele and stress urinary incontinence and mesh was implanted along with the concurrent procedures of anterior repair, cystoscopy, and perineorrhaphy. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary/bowel problems, recurrence and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2011 for incomplete bladder emptying and detrusor overactivity. (B)(4) ¿urinary and bowel problems; undefined recurrence.

Manufacturer narrative:
Date sent to FDA: 04/20/2016.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.